Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The stent was returned fully covered and undeployed. The outer light blue sheath was returned detached form the valve body (handle break). No more damages were found in the device.

Event description:
It was reported that shaft break occurred. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. However, during deployment, it was noted that the valve body and exterior tube were separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft separation occurred 1 cm from the hub outside the patient.

Event description:
It was reported that shaft break occurred. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. However, during deployment, it was noted that the valve body and exterior tube were separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft separation occurred 1 cm from the hub outside the patient.

Event description:
It was reported that shaft break occurred. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. However, during deployment, it was noted that the valve body and exterior tube were separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.